Event description:
Our sales rep is reporting that during an arthroscopic knee procedure, a portion of the distal end (black insulation material) of a mitek vapr electrode tore off into the pt's joint space. All the debris / material was retrieved from the body, and the procedure was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for evaluation, however, the failure mode reported for this issue has historically been attributed to the user abrading the device against something hard or sharp, like a cannula or scope edge. This would be a technique issue. Although this is a hypothesis and is not conclusive, we could not identify any other factors that would result in such a failure. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. When and if the complaint device is received here at depuy mitek it will be subjected to a failure root cause analysis. If the analysis identified any definitive root cause other than the above hypothesis, a follow-up report will be filed. No further action is warranted, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.